Event description:
Event description boston scientific received information that this pacemaker, which is included in the hermetic seal advisory, was pacing consistently at a rate of 120 pulses per minute while the patient was at rest. As the patient noted symptoms from this, he went to the hospital to be evaluated. The device was found to have the max sensor rate programmed to 120 ppm, and was then reprogrammed to vvir pacing. The technical services consultant recommended that the device be explanted and replaced due it's pacing at the msr while at rest, as this is a symptom of the hermetic seal advisory behavior. The device has been explanted and will be returned for analysis.